Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: (B)(6) / biomed need assistance on 8015 sn 15304003, watchdog red led constantly on. Failure device type: failure problem type: failure mode: case resolution: see case resolution : send it in for repair, possible issues, power supply board or logic board might be faulty. Biomed will consider sending it in for repair because is more cost effective.